Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the icm was implanted and when they had an event it did nothing for them. It was further reported by the patient that they experienced an event that was below the parameter settings. The icm remains in use. No patient complications have been reported as a result of this event.